Event description:
It was reported that the lead fracture was suspected of the left ventricular (lv) lead as thresholds had been rising since the patient¿s last generator change. It was noted that noise was observed on the lv tip to rv (right ventricular) ring egm when doing pocket manipulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, implanted: (B)(6) 2002; 556845, lead, implanted: (B)(6) 2002; 407658, lead, implanted: (B)(6) 2009. (B)(4).